Manufacturer narrative:
The returned sensor was evaluated. Visual inspection revealed a torn outer jacket at the bend relief area. The torn outer jacket was mostly likely a result of a sharp or tight bend at the location of the tear. The product passed continuity testing. The sensor passed all functional testing and was able to obtain spo2 and pulse rate readings.

Event description:
The customer reported the sensor worked intermittently. No patient impact or consequences were reported.